Manufacturer narrative:
Additional information was received on may 28, 2015. It was reported that the nurse was inserting the fms in a patient that was in isolation. The nurse attempted to irrigate the fms but only a few drops of water would come out. The nurse attempted to inflate and irrigate a second device before insertion into the patient but was unsuccessful. A third fms device was tested prior to use and the balloon was inflated and the device irrigated without issue. The device was inserted into the patient. No further issues were noted. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on august 26, 2015. Third party manufacturer reviewed the batch records for lot # fm0205 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and the valve function were normal. Eight samples from different lots and one from the same lot were testing by injecting water into the irrigation port to check for proper operation, leaks and blockage of the irrigation port. None of the samples tested displayed any obstruction and water was able to flow freely when injected by the syringe. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as needed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the fecal mgmt system (fms) was inserted into the pt. Post-insertion, the nurse was 'unable to flush (fluid) through' the fms. The device was removed and replaced. No pt consequences were reported as a result of this event.